Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) data collection was programmed off. The data collection was programmed on and the device remains in use. No patient complications have been reported as a result of this event.